Event description:
It was reported that during a lap cholecystectomy procedure, the device was being used and the flapper value tore off of the trocar and fell into the patient. The piece was retrieved. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.